Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was cut by the physician with a scalpel. A new lead was used to complete the procedure. It was also indicated that the implantable cardioverter defibrillator (ICD) packaging was adhered to the device causing damage to the exterior of the ICD. The packing was also noted to be adhered together. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.